Event description:
It was reported, on (B)(6), we did a PICC line exchange on an out-patient whose catheter had stopped working (blocked). Upon removal, it was noted that the catheter had a few odd kinks in it, but also was fractured in two distinct locations. A new PICC line was placed. Upon removal, it was noted to be blocked, but also kinked in two regions with the catheter itself fractured twice (once per kink). The story the patient presented with sounds atypical of a PICC line user. The patient stated that the PICC line was pulled out by the home care nurse and then re-inserted. We don't know by how much. The existing kinks in the PICC line, where the fractures occurred, also seem suspicious in that it should not be able to physically kink the way it did (very sharp bends).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single-lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed proximal to the 16cm and proximal to the 18cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.